Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to leakage from the air/water tube while the user was handling the device, leading to water invasion - this invasion then caused an abnormality of electronic parts which led to the displayed error message. For the suggested phenomenon of "control section was dirty", the "dirt" was presumed to be crystallized protein, but could not be further identified. There was no obvious deviation from the instructions for use, and no note of physical damage at the point where foreign material was detected. Therefore, a further cause of the suggested phenomenon "control section was dirty" could not be presumed. Suggested event "error message e315": the user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image." Suggested event "control section was dirty": the user may detect the suggested event by handling device in accordance with the following IFU: "·inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost due to damage on the air/water tube, the forceps channel port was corroded, the control unit was dirty, the scope connector was corroded, and the image was not displayed due to damage on the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.